Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: post operative summary. Surgeon: (B)(6). Anesthesiologist: (B)(6). Anesthesia: general. Anesthesia staff: (B)(6). Pre/postop dx: incisional hernia. Incisional hernia without mention of obstruction or gangr [gangrene]. Procedure: incisional ventral hernia repair with implantation of mesh. Timeout confirmed with surgical team: confirmed equipment/implants to be used, procedure site, procedure, correct patient, correct position with surgeon. Confirmed appropriate antibiotic given. Heparin 5,000 units subcutaneous. Implants: mesh dual plus biomaterial. Size: 10.0 cm x 15.0 cm x 1.5 mm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: [missing records: operative report for ¿sigmoid colectomy¿ were not provided.] (B)(6) 2011: [missing records: operative report for ¿incisional ventral hernia repair with implantation of mesh¿ was not provided.] (B)(6) 2011: post operative summary. Surgeon: (B)(6). Pre/postop dx: incisional hernia. Incisional hernia without mention of obstruction or gangr [gangrene]. Procedure: incisional ventral hernia repair with implantation of mesh. Heparin 5,000 units subcutaneous. Implants: mesh dual plus biomaterial. Size: 10.0 cm x 15.0 cm x 1.5 mm. Product identification records for the alleged gore device were not provided. (B)(6) 2011: discharge summary. Admit date: (B)(6) 2011. Dx: incisional hernia (6 cm defect). Incisional hernia repair, implantation of mesh. Hospital course: s/p sigmoid colectomy in (B)(6) 2010 with resultant incisional hernia causing discomfort. Underwent repair with mesh on (B)(6) 2011 without complication. Routine d/c. Condition good. Missing records: records for alleged injuries were not provided.] (B)(6) 2011: operative report. Pre/postop dx: recurrent incisional hernia. Operation: laparoscopic recurrent incisional hernia repair. Implantation of mesh. Laparoscopic adhesiolysis. Indications: this 68-year-old underwent prior incisional hernia repair with mesh using anterior approach. She now presents with recurrence. Laparoscopic repair was recommended. The procedure discussed in detail, all questions answered, risks explained, and consent obtained. Procedure: ¿the patient was taken to the operating room and placed supine on the or table, intubated and placed under anesthesia. Foley catheter and venodyne boots were placed. His [sic] abdomen was prepped and draped in the usual fashion. An incision was made in the luq. A 5mm visiport was used for initial entry with the 0o scope. Pneumoperitoneum was obtained of 16mm hg. Additional 5mm and left lateral 10mm cannulas were placed with laparoscopic guidance. Omental adhesions involved the anterior abdominal wall for the length of the prior incision. Additionally, small bowel adhesions were present in rlq. Blunt and laparoscopic metzenbaums were used to perform adhesiolysis. Hemostasis achieved with staples and electrocautery on the omentum. About one hour of dissection time was required for adhesiolysis. Two hernia defects were present. The superior defect measured 7cm x 7cm, and the inferior defect right of midline measured 5cm x 8cm. A narrow bridge about 4cm of intact fascia separated the two hernias. A 14cm x 22cm rectangular piece of sepramesh [ref5959812 lot huva0528] was prepared with 0-prolene sutures at the corners. Proper orientation of the mesh was checked by placing the sutures on the anterior surface of the mesh. The mesh was then inserted into the abdominal cavity through the 10mm port site. The mesh was then secured to the abdominal wall using suture passer to grasp the transfascial sutures circumferentially. The 11-blade was used to create the skin incisions. These four sutures were then placed on tension. The mesh was secured about every 1cm with securestrap staples around the periphery of the mesh, as well as an inner circle outside the hernia defect for additional mesh fixation. Two additional 5mm cannulas were placed in the right lateral and ruq locations with laparoscopic guidance for placement of staples along the left edge of mesh. The prolene trans-fascial sutures were tied. Photos were taken of the completed repair. The 10mm cannula site was closed with the suture passer using 0-silk. Cannulas were removed and pneumoperitoneum released. Skin closures performed with subcuticular 4-0 pds or simple 4-0 nylon sutures. Steri-strips, sterile dressings, and abdominal binder were applied. The foley catheter was removed. The patient was then extubated and taken to the recovery room in stable condition.¿ there is no mention of gore device removal in the records. (B)(6) 2011: discharge summary. Dx: recurrent incisional hernia; omental and small bowel adhesions. Acute nonhemorrhagic left pca region temporal occipital cortical subcortical infarct. Hospital course: underwent laparoscopic recurrent incisional hernia repair. D/c home with home health services. Meds: aspirin, post stroke, inhaler. Condition good. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: [not provided]. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel adhesions, hernia recurrence, revision surgery, pain. Additional event specific information was not provided.